Manufacturer narrative:
In MDR follow up #1, it was noted that a date was inadvertently not entered in this supplement. Date received by manufacturer: 07/05/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. Date of event: unknown. If implanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a z9002 22.0 diopter intraocular lens (iol) the patient's eye could not support the lens. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review of the initial report, MDR notes with date of event a date of event; however additional MFR narrative notes date of event as unknown. Statement in additional MFR narrative is incorrect as the event date was confirmed to be (B)(6) 2017. Additional information: additional information was provided and it was learned that there was no issue with the lens. The lens was inserted and removed on the same day ((B)(6) 2017). There was no incision enlargement, vitrectomy, or capsule tear to remove the lens. No lens was implanted, (aphakic); however, patient was in good condition when discharged. If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. Surgeon¿s name: dr. (B)(6). Health care professional: yes. Occupation: physician. Device available for evaluation ¿ yes, returned to manufacturer on 7/12/2017. Device returned to manufacturer ¿ yes. (B)(4). Device evaluation: the intraocular lens was returned to the manufacturing site. Based on the customer's report, lens was removed as the eye could not support the lens. The lens removal was due to patient condition and there is no complaint against the lens. Therefore, product testing was not completed as there was no allegation against the product. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.